Manufacturer narrative:
(B)(4). Additional information has been requested of the account but not yet received. Should new information become available a supplemental follow-up report shall be sent.

Event description:
According to the reporter: during and abdominal hysterectomy the doctor passed the suture through the tissue and when it came out to the other side a portion of the needle was missing. The fragment was searched for and radiography was performed but the piece was not found. The sample was not available for return. Patient does not have complications, in the rx, there is no evidence of the needle.